Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hypoglycemic event. Patient's mother stated that patient passed out and paramedics were called. The patient was treated with glucagon and then transported to the hospital. Patient was then evaluated and given protein. At the time of contact with dexcom technical support patient was doing okay.